Event description:
A customer contacted beckman coulter (bec) reporting that while running startup on their coulter lh 750 hematology analyzer, the restrictor tubing disconnected from a y-fitting at the pinch valve vl46b causing an undetermined quantity of diluent to leak and the instrument generated diluent low and sheath tank sensor errors. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer via telephone troubleshooting with reconnecting the disconnected tubing at vl46b to resolve the leak. The customer cleaned the stripper plate for unrelated stripper plate errors and restarted the analyzer with no further issues. Service was not dispatched for this incident as the customer resolved the issue. Failure mode: is related to disconnected tubing at vl46b. The instrument generated low diluent and sheath tank errors to alert the customer to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).